Manufacturer narrative:
On (B)(6) 2017, the customer reported no additional occlusion alarms and the bg level was at 178 mg/dl. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 216 to 491 mg/dl. Insulin injections were administered to address the bg level. After the alarms, the customer changed the pump supplies. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.